Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The vascular access site was the right femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous (significant bend of >45) and mildly calcified distal left circumflex (lcx). The lesion length was 32mm and the reference vessel diameter was 2.25mm. A non-bsc 7fr guide catheter along with a non-bsc 0.014" guide wire were advance tot he lesion site. The lesion was then pre-dilated with a non-bsc 2.0x15mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. Next a taxus liberte' 2.25x16mm stent was implanted in the proximal lcx. This stent was post-dilated with a non-bsc non compliant 2.5x15mm balloon. The physician attempted to advance a taxus liberte' 2.25x12mm stent but the shaft broke approximately 20cm from the hub which was located outside the patient. The physician did not experience any resistance when advancing the stent delivery system. The device was removed from the patient and the procedure was not completed at that time. No patient complications were reported and the patient condition is reported as "stable". Medications received pre-procedure were aspirin and during the procedure were heparin.

Event description:
Per the audiologist, the patient reported pain, dizziness and nausea with use of the device. The results of an integrity test in 2007 indicated neither evidence of malfunction of the receiver/stimulator nor electrode array faults. The physician also reported extrusion. The patient was explanted in 2009. Reimplantation is not planned.

Manufacturer narrative:
(B) (4).